Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 3.5-10/4t/90 symmetry¿ stiff shaft balloon catheter was advanced for pre-dilatation. However, during third inflation at 15 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 3.5×10mm symmetry balloon catheter. No patient complications were reported and the patient 's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination found no issue with the profile of the tip of the device that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the profile of the markerbands that could have potentially contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. An examination of the balloon material identified a balloon longitudinal tear beginning approximately 2mm proximal of the proximal markerband and extending approximately 9mm distally across the balloon material. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 3.5-10/4t/90 symmetry¿ stiff shaft balloon catheter was advanced for pre-dilatation. However, during third inflation at 15 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 3.5×10mm symmetry balloon catheter. No patient complications were reported and the patient 's status was stable.